Event description:
It was reported that patient presented in clinic. Upon interrogation, it was noted that right atrial leadless pacemaker (ralp) exhibited failure to sense and failure to capture. No intervention was reported. Patient condition was stable.